Event description:
It was reported that the 9900 system locked up during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board, generator interface board, hard drive, rtos, and gpos were replaced during the service call. The system was tested and found to be working as intended and put back into service.